Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Event description:
The complainant reported the 68-years-old male patient was on impella cp support due to having st elevated myocardial infarction. After the impella implant, left ventricle wave forms and flows dropped. There was concern for clot ingestion despite heparin administration. The impella was taken out of auto and there were suction alarms. After 0.75 hours of support, the patient expired. There were no allegations made towards the impella for cause of death.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-06851 was provided in sections b1, b2, b5, d6, h1, and h6.

Event description:
It was noted that the patient expired in the operating room. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation into the low pump flow issue has been completed since the original report was filed. The device was not returned for investigation. Per the data logs, placement signal was trending downwards along with suction alarms and few positioning issue alarms after low flow issue was seen. The cause of the low pump flow issue most likely was patient condition related per data log review.